Manufacturer narrative:
(B)(4)

Event description:
Account reported that while advancing the pronto lp catheter during a procedure, the pronto separated into two pieces while inside the patient. The physician successfully removed both pieces of the pronto and the guidewire. No patient impact was reported.